Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation, belt was unable to complete essential performance testing. The cause for the failure was isolated to a broken pulse wire from the solder connection connecting the distribution node (dn) to the rear therapy electrode: the root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.